Manufacturer narrative:
Please see attached summary memo.

Event description:
The doctor reported the implant was removed due to osseointegration failure within 1 year, around 5 months after implant placement. The oral hygiene around implant was good, and bone quality was type I. No significant finding was found during the removal surgery. The patient will need another surgical intervention.